Manufacturer narrative:
No photos or physical samples were available to investigate the reported condition. Our quality engineer team completed a review of the device history record for material number 382533 and lot number 4093240. The review did not uncover any abnormalities during the production process that could have caused this defect, and all quality tests were within specification. Without a sample, we are unable to determine the root cause of the reported event. Complaints for this device and reported condition will continue to be tracked and analyzed for emerging trends by our quality team.

Event description:
It was reported that bd insyte autog bc pnk 20ga x 1.0in catheter releases prematurely. The following information was provided by the initial reporter: the tab that is pushed for advancing spins. Follow-up: customer response on jun 27, 2024. One nurse observed that the catheter was not secured at the base of the needle and the finger tab used to advance the catheter spun before she was ready to advance it. Patients had bruising and/or unnecessary pain from having more than one IV start.